Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient experienced unconsciousness due to hypoglycemia. The cgm was 195 mg/dl and the bg was not checked. Her husband took her to the hospital. There, the bg was 60 mg/dl and the cgm value at that time was not reported. She was given glucodin medication to stabilize her sugar level which then became 103 mg/dl after treatment. The cgm at that time was not reported. The patient was sent home afterwards. There was no documentation of further medical evaluation or intervention for hypoglycemia with loss of consciousness. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.